Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the reservoir may have had a leak. The customer's blood glucose level 468mg/dl. The customer treated the high with manual injection. The mother states there was insulin the reservoir compartment. The customer states the leak occurred during manual prime. The customer will be returning reservoir for analysis and receiving replacement.